Event description:
It was reported that during a procedure using the topaz microdebrider with finger switch wand, the wand sparked and then stopped working completely. The procedure was completed without significant delay using a back up topaz microdebrider wand. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The patient identifier, gender, age and weight were not provided.